Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that less than 12 hours after the backup system controller was connected to the pt due to pump stoppage with the primary controller (reference MFR report # 2916596-2011-00037), a red heart alarm occurred again and the flow was 0. The system controller was exchanged with a new system controller. X-rays were obtained of the driveline and it appeared to be intact. The pt remains ongoing with no further issues.